Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm. Customer's blood glucose was 80 mg/dl. Device alarmed a motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had a constant motor error alarm during rewind due to motor encoder signal out of phase. We were unable to perform displacement test due to motor error alarm. Unable to verify motor position encoder error alarm due to motor error. The insulin pump had a cracked reservoir tube lip, minor scratched display window and cracked case at display window corners.